Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the oral-b brush heads kept flying off of the hand piece. To prevent this from happening, she held onto the brush head with one finger. No injury was reported.

Event description:
Consumer via e-mail stated that the oral-b brush heads kept flying off of the hand piece. To prevent this from happening, she held onto the brush head with one finger. No injury was reported. 07-sep-2021 case update: the suspect product was updated to oral-b power rechargeable toothbrush handle 3766. No other new information received.

Manufacturer narrative:
23-sep-2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.